Event description:
It was reported to philips that the system failed to bootup. The device was not in clinical use. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. The customer reported that the system did not boot up in the morning after the power was turned on and the host pc has power when the system is turned on, but the disk bay is not powered. To resolve this issue, the user must push the front power button on the host pc to ensure that the disk drive boots up normally. During the onsite visit, the philips field service engineer (fse) found no boot-up issues and the system was functioning as expected. The fse inspected the system to confirm the reported failure, but the problem was not replicated, and the system was returned to use in good working order. At the time this complaint was received, philips did not have enough information to exclude the potential for death or serious injury on recurrence, and as such the complaint was reported. Since that time, new information has been received which has led to the determination that this is scenario is not likely to cause or contribute to death or serious injury if it were to recur. As the system regained its functionality after the power button being turned on the host pc manually. Therefore, this complaint has been re-evaluated as not reportable. The codes were updated based on the investigation outcome.

Manufacturer narrative:
This report was submitted to provide the linkage to an existing correction & removal (3003768277-12/28/2023-010-c). The reported event occurred prior to completion of the field correction 3003768277-12/28/2023-010-c, which addresses the causes associated with the reported malfunction.